Event description:
Female c/o severe left leg pain. History of laminectomy and placement of lids (lumbar intervertebral disc stabilization) in 1999 at another facility. Per pt had no pain relief after procedure, in fact got progressively worse with radiculopathy. An MRI scan and a plain x-ray demostrated the lids system had migrated and lying within the spinal canal. Approx half of the diameter of the spinal canal was filled with the metal implant. This was assumed to be pressing on the nerve root and producing neurological deficit.